Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01267. The pt received his scs system, including an ipg, percutaneous lead and surgical lead, on (B)(6) 2010. Both leads were placed in the occipital area (off-label). It was reported that the leads had migrated to the base of the pt's neck. The pt denied any traumatic events or quick or extreme body movement that might have contributed to the lead migration. On (B)(6) 2011, the physician repositioned the percutaneous lead back into the occipital area. It was reported that the surgical lead was explanted and replaced with a percutaneous lead on (B)(6) 2011. The pt reported that he had effective stimulation coverage postoperative, and no further pt complications were reported.